Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer complaint was confirmed. The device's internal battery was replaced to address the issue. During the eval of the device an issue related to the power management board was observed. The ventilator's power management board was replaced to address the issue.

Event description:
The manufacturer received info alleging an issue with the ventilator's internal battery. The device was not in patient use.